Event description:
It was reported that a 4-5 mm silver of the vertebral body spacer broke off as it was being impacted anteriorly. The portion broken off was removed. The remainder of the implant was left implanted within the patient. No additional complications were reported.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reveiwed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.